Event description:
It was reported by the sales rep that the distal femur kits were sticky and required re-cleaning before use.

Manufacturer narrative:
An event regarding alleged sticky spots and some labels adhering to a mets distal femur instrument tray was reported. The event was not confirmed. The distal femur mets instrument tray was inspected at the distributor's premises in (B)(4) and found to be sticky and had some labels adhering to the tray. Stanmore inspects all instrumentation which is returned, both pre and post cleaning, and records of results are maintained. The kit was re-cleaned at the distributors in (B)(4) before it was sent to the hospital. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Corrected data common device name/product code was corrected from "distal femur implant" to "limb salvage system/kro". Labelled for single use was corrected from "yes" to "no" as the trays are re-usable.

Event description:
It was reported by the sales representative that the distal femur kits were sticky and required re-cleaning before use. Note: the incident refers to mets distal femur instrument trays. This is a supplemental report to 3004105610-2014-00191 ((B)(4)).

Manufacturer narrative:
Requests are being made for add'l info and a supplemental report will be provided if this info is received.